Event description:
The customer reported that after a laparoscopic evacuation of abdominal pelvic hematoma and right retroperitoneal exploration of retroperitoneal blood vessels (ovarian pedicle), the device had used for eight applications while the surgeon performed a laparoscopic right salpingo-oophorectomy and there were no intra-operative complications. Later, the patient became hypotensive and imaging revealed hemoperitoneum. A different surgeon took the patient back to the o.r. And did a laparoscopic evacuation of the abdominal pelvic hematoma and a right retroperitoneal exploration with ligation of retroperitoneal blood vessels. The estimated blood loss was approximated at 100 ml during the original procedure and 1200 ml during the evacuated hematoma. There was no evidence of uretal or bowel injury and surgiflo was then placed into the right retroperitoneal space. The patient was then sent to the recovery room in stable condition.

Manufacturer narrative:
(B)(4). The site indicated that the incident sample was discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.